Manufacturer narrative:
Additional investigation revealed that the patient was found to have a moderate (2+) perivalvular leak (pvl) of the prosthetic aortic valve 3 weeks post procedure, mitral valve regurgitation, and pleural effusions. The patient was given medication and a therapeutic thoracentesis was done performed. The exact cause for the perivalvular leak is not known, however, the patient was treated medically and did not require surgical intervention. The patient also had mitral valve regurgitation, unrelated to the aortic valve prosthesis. No additional actions are required.

Event description:
As reported via the partners I clinical trial, three weeks s/p transfemoral transaortic valve replacement (tavr) the patient was admitted to the hospital for shortness of breath (sob). Echo imaging revealed a moderate mitral valve (mv) regurgitation and a perivalvular leak (pvl). The degree and severity of the pvl was unspecified. A chest x-ray revealed pleural effusions. The patient was given medication and a therapeutic thoracentesis was performed for the pleural effusions. No treatment or surgical intervention was indicated for the mv regurgitation and the noted pvl.

Manufacturer narrative:
Additional investigation revealed that the sapien valve was deployed in the correct location within the native aortic valve, in the correct sub-coronary position, and remained implanted in the correct position. Post procedure timi 3 flow was noted in the bypass graft and right coronary ostia. There was mild paravalvular leak and zero central leak s/p tavr procedure. Investigation for the file is on-going.